Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the reported event of difficulty charging and frequent charging of the ipg resulting in loss of stimulation cannot be established as the product has not been returned for analysis. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Labeling review: a labeling review did not reveal any anomalies as it states that system failure can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Device technical analysis: this ipg was not returned and as such, physical analysis has not been conducted in our laboratory. Investigation conclusion: based on limited information and in the absence of device return, the root cause of the reported event of difficulty charging and frequent charging of the ipg, resulting in loss of stimulation cannot be established as the product has not been returned for analysis.

Event description:
It was reported that the patient experienced difficulty and frequent charging of their spinal cord stimulation (scs) implantable pulse generator (ipg). The patient has had no stimulation as a result of being unable to charge, impacting her therapy. The patient underwent a revision procedure in which the ipg was explanted and replaced. The ipg will not be returned as it was discarded at the medical facility. The patient is recovering as expected.

Event description:
It was reported that the patient experienced difficulty charging and frequent charging of their spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. The ipg will not be returned as it was discarded at the medical facility. The patient is recovering as expected.

Event description:
It was reported that the patient experienced difficulty and frequent charging of their spinal cord stimulation (scs) implantable pulse generator (ipg). The patient has had no stimulation as a result of being unable to charge, impacting her therapy. The patient underwent a revision procedure in which the ipg was explanted and replaced. The ipg will not be returned as it was discarded at the medical facility. The patient is recovering as expected.